Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence. Customer experienced an elevated blood glucose (bg) level with large, high ketones. Customer required assistance addressing bg level with manual insulin injections. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered. The customer reverted to an alternate method of insulin therapy.